Manufacturer narrative:
Concomitant medical products: 694965, lead, implanted: (B)(6) 2005; 5568-53, lead, implanted: (B)(6) 2000; 3058, interstim urinary mgu ipg, implanted: (B)(6) 2016; 3889-28, interstim urinary mgu lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for high rate non-sustained episodes and a high number of short v-v intervals. It was further reported that the episodes were during a procedure and demonstrated short bursts of electrocautery without magnet application. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.